Event description:
It was reported that the oxygen (o2) sensor on a 980 ventilator failed. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and replaced the o2 sensor as precautionary measure. The se performed extended self-testing on the device and all tests passed.